Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had no therapeutic benefit. The patient reported that the night prior to the report was really bad for urinary symptoms. The patient reported that she was feeling it when she left the hospital but now she didn't feel it. The patient wasn't feeling stimulation at the time of the call and the therapy was confirmed to be on. The amplitude was increased and the patient reported feeling stimulation in the correct area. The patient reported that they would monitor symptoms now that the change was made and would follow up with their healthcare provider if it didn't resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.